Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   The 80% stenosed, 36 mm x 2.5 mm, de novo, eccentric, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After pre-dilatation was performed, a 2.50x38mm promus element ¿ long stent was advanced to treat the lesion but resistance was noted during insertion and the device was unable to cross the lesion. The physician then removed the device from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal edge of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).